Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a "check vent: blower temperature high" alarm had occurred. The device was in use on a patient at the time of the reported issue being discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided for the patient nor a delay was noted. The unit was sent to the repair center. At the repair center, the alarm could not be duplicated. However, the error code was confirmed in the event log. The repair center replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests by philips standards and was returned to service.

Manufacturer narrative:
A v60 ventilator complaint indicating that a "check vent: blower temperature high" alarm had occurred was received. It was noted that the device was started to be used when the patient¿s overall condition was not very good. The device was swapped out with a different device and device was retrieved for evaluation. It was also noted that the device remained operational while the alarm was active, and no therapy delays or additional medical interventions were reported aside from the ventilator exchange. Information was then provided indicating that the patient subsequently died from aspiration pneumonia (reported in the duplicate MDR report 2518422-2026-111979). The hospital medical examiner denied any causal relationship between the device and the patient¿s death. The repair technician could not duplicate the reported alarm during a test run performed. Since occurrence record of "check vent: blower temperature high" (diagnostic code: 1122) was confirmed in the event log, the blower was replaced as recurrence preventive measures. Periodic maintenance was performed and no other malfunction was found. The technician also provided the following feedback: when a v60 generates blower temperature high alarm, it continues ventilation at an oxygen concentration of 21%. Therefore, the relationship between the issue and the patient¿s death is considered to be highly unlikely. Clinical assessment was performed by a clinical expert, and it was noted that based on the information currently available, the reported patient death is not related to the device in this case. The device remained operational during the alarm and was replaced without any medical intervention. The cause of death has been documented as aspiration pneumonia. Therefore, at this time there is no evidence that the device caused or contributed to a serious injury or death.